Manufacturer narrative:
The customer reported event was confirmed via correspondence with the sales representative. The device was not returned. Manufacturing history was reviewed and no issues were identified. Due to the device not being returned, a definite root cause cannot be determined.

Event description:
It was reported that; (B)(6) 2013 was the primary procedure. Product was implanted to treat for l4-illac. Broken rod 6.0mm was discovered at l5-s1. On (B)(6) 2017, revision surgery was performed. During revision surgery closed screw 8.5x70 was found broken. It was replaced at l4-il.

Event description:
It was reported that; (b)(64) was the primary procedure. Product was implanted to treat for l4-iliac. Broken rod 6.0mm was discovered at l5-s1. On (B)(4), revision surgery was performed. During revision surgery closed screw 8.5x70 was found broken. It was replaced at l4-il.